Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer calls to report irritation with scant bleeding from peristomal skin. He reports it has stopped and is healing. Complainant has confirmed that product lot number is not available and that the lot number is not retrievable. Product use and skin care instructions provided.